Event description:
Near the completion of an unknown procedure in (B)(6) 2013, the electric pen drive was vibrating and would not turn off. The device was tested with multiple attachments. No additional information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A review of the service history for the past six months from the awareness date was performed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was received for evaluation. The reporter's complaint that the electric pen drill vibrates and will not turn off was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time.